Event description:
Additional information received from the health care provider (hcp) via a clinical study reported that the drug that was used via the device system was bupivacaine 5.6 mg/ml at 5.9981 and clonidine 25 mcg/ml at 26.77 mcg/ml. If additional information is received this report will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider (hcp) via clinical study reported that the event was related to intrathecal mediation clonidine. The logs show the most recent change prior to the event was (B)(6) 2015. Logs show a motor stall that occurred on (B)(6) 2015 at 05:39. The logs also show that on (B)(6) 2015, the device was reprogrammed. The dose was decreased by 25% to bupivacaine 5.6mg/ml at 4.4954mg/day and clonidine 25mcg/ml at 20.069mcg/ml.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4): information was received from the health care provider (hcp) via a clinical study, regarding a (B)(6) female patient receiving intrathecal clonidine via an implantable infusion pump. The indication for use of the device was for malignant pain and cancer pain. The concomitant medications and patient history were not reported. On (B)(6) 2015, the patient experienced intrathecal medication side effects of hypotension and bradycardia. The cause was due to the addition of a newdrug. On (B)(6) 2015, it was indicated that the intervention was that the therapy was suspended, the device was reprogrammed, and therapy was resumed. This event required in-patient or prolongation the patient's existing hospitalization. The event was resolved without sequelae on (B)(6) 2015. The drug concentration/dose, other medications the patient was taking, medical history, and diagnosis for use remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this event will be updated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care provider (hcp) via clinical study indicated that the stall was associated with the therapy suspension. A magnet was used for the suspension.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider (hcp) via clinical study reported that the motor stall was related to the intervention of the therapy being suspended on (B)(6) 2015. The motor stall recovered on (B)(6) 2015 at 7:27 (within 2 hours).